Event description:
Customer called to report that the insulin pump has an unresponsive keypad. Customer's blood glucose reading was 164 mg/dl. No significant events leading to the keypad issues were observed. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.

Manufacturer narrative:
There was no ramping numbers noted. The intermittent up arrow button was due to corroded keypad trace. The unit had minor scratched lcd window, cracked battery tube threads, belt clip slot, reservoir tube lip, and case at display window corners.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.